Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away. The physician does not believe the death was device related, however, the cause of death is unknown. No further information can be obtained.